Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 72-year-old male patient (80 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and about 400 cc of fluid was removed. The patient was reported to be in stable condition. The smarttouch sf catheter is not available for return. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to misuse of product by ep fellow during ablation. Fellow manipulated sheath with ablation catheter inside sheath. Therefore, inadvertent high force may have been applied. Patient spent one night in the hospital; originally was planning on same day discharge. Other relevant history includes paroxysmal afib, no other relevant history. A transseptal puncture was performed using a bayliss versacross, catalog unavailable. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event occurred during either the ablation or mapping phase. An irrigated catheter was used in the event, the flow setting was 15 ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were noted on biosense webster equipment during the procedure. Graph, dashboard, vector, visitag force visualization features were used. The visitag module was used, the parameters for stability used were 2.5 mm stability, 25% 3g fot, 3 mm tag size. No additional filter was used with the visitag. Ablation index color option was used prospectively. A smartablate generator (sn is (B)(4)) was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.